Event description:
It was reported that the battery voltage measurements were low. The device remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis showed low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.34 v, while the daily battery voltage trend measurement was 2.95 v.

Event description:
It was further reported that the device was explanted and replaced.